Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a recent session record indicated the device delivered a securesense alert for episodes of ventricular lead noise. The noise was identified as ventricular fibrillation but securesense correctly inhibited the device from delivering shock therapy. The lead was capped and replaced. The patient condition is good before and after the procedure.